Event description:
Customer reported issues with the insulin pump. Customer states that there is a problem with the insulin pump. Customer states that they are not getting the green light. Nothing further reported.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed for low readings. Also, found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.